Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. Evaluation summary: (B)(4) the device was returned and analyzed. The elective response indicator was triggered due to high battery impedance.

Event description:
It was reported that the device is at elective replacement indicator (eri). The device was explanted and replaced. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.